Manufacturer narrative:
H10: internal complaint reference case (B)(4).

Event description:
It was reported that, during a cori assisted tka surgery, the ri robotic drill attachment got stuck to the when connecting the drill guard. The surgery was completed, after a non-significant delay, changing to manual procedure. No injuries were reported.

Event description:
It was reported that, during a cori assisted tka surgery, the real intelligence robotic drill attachment got stuck when connecting the drill guard. The surgery was completed, after a non-significant delay, changing to manual procedure. No injuries were reported.

Manufacturer narrative:
H3, h6: the ri robotic drill attachment, part number rob10015, serial number (B)(6), intended for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with a loose drill attachment retaining nut. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. H11- corrected data. B5- describe event or problem. D8- device available for evaluation. G2- report source.

Manufacturer narrative:
H3, h6: the ri robotic drill attachment, part number rob10015, serial number (B)(6) , intended for treatment was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was not confirmed. The drill attachment removed and attached as expected during several kpc tests and cases. The retaining nut was found to be within the required torque specification. Although the reported problem was not confirmed through a visual or functional evaluation, factors that may have contributed to the reported symptom may have been associated with mishandling when attempting to unlock the device. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.